Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: customer feedback, using the sst tube produced by bd suzhou on the roche model p612 pre-processing instrument, when the instrument takes photos to detect the serum volume and prepares the cup, it will misline, and the serum amount will be wrong, so that the serum quality is good and the serum volume sufficient specimens are eliminated as error specimens, and the error rate is about 15% per day. No sample.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The issue is the compatibility between the transparent label products and roche's test equipment, which is not a product defect.

Event description:
It has been reported that the bd vacutainer® sst blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: customer feedback, using the sst tube produced by bd suzhou on the roche model p612 pre-processing instrument, when the instrument takes photos to detect the serum volume and prepares the cup, it will misline, and the serum amount will be wrong, so that the serum quality is good and the serum volume sufficient specimens are eliminated as error specimens, and the error rate is about 15% per day. No sample.